Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the color of the pixel had changed on the display screen. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. Unrelated to the display issue, it was observed that the battery compartment was cracked from the case seal to the finger pad.